Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 04/21/2015 with the following findings: several cs-064 'call service alarms', which were caused by an occlusion during execution of the prime function, were observed in the black box data; this scenario represents appropriate pump operation. The pump was exercised for 24 hours, during which no cs-064 'call service alarms' were observed: the reported issue was not duplicated. The pump successfully performed the rewind, load, and prime sequence. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked in the area below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a cs-064 ¿call service alarm¿ occurred while the user was performing the prime/fill cannula function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.